Event description:
It was reported that during an afib ablation procedure, a perforation occurred requiring a pericardialcentesis. The patient was stable and was admitted to the cardiac care unit for observation. The physician was ablating heavily around the coumadin ridge when the catheter slipped into the left atrial appendage. He immediately came off ablation, readjusted the catheter position, and continued ablating around the left sided veins until the left veins were isolated. Before the physician moved to the right sided veins, he noticed an effusion on the ice catheter. The patient did not have any hemodynamic consequences as a result of the effusion. Her blood pressure and heart rate were stable and did not change. The physician performed a pericardialcentesis to remove 400 ml of blood from the pericardial sac. It was reported that the physician was ablating at 40 watts, under power control mode, which was believed to have caused the perforation, not a catheter malfunction. The power was not titrated during the ablation. The user did not notice any abnormal signal(s) such as char, steam pop or impedance rise. Approximately 25-30 ablations had been performed on the patient. A non-bwi sheath was used during the procedure (sjm--long sheath sl1). Patient had now been discharged home.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system model #: m-4800-01 serial #: (B)(4). Cool flow irrigation pump model #: m-5491-02 serial #: (B)(4). Ez steer thermocool navigation catheter (reprocessed) model #: d-1292-05-s. (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during an afib ablation procedure, a perforation occurred requiring a pericardialcentesis. The patient was stable and was admitted to the cardiac care unit for observation. The physician was ablating heavily around the coumadin ridge when the catheter slipped into the left atrial appendage. He immediately came off ablation when noticed an effusion on the ice catheter. A pericardialcentesis was performed. It was reported that the physician was ablating at 40 watts, under power control mode, which was believed to have caused the perforation, not a catheter malfunction. The power was not titrated during the ablation. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to the generator. The customer declined system service. The device history record for the stockert generator serial number (B)(4) showed no manufacturing or test failures were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.